Event description:
A report was received that the patient was admitted to the hospital because one of the leads had migrated into the thoracic area of the spine causing chest pain. The patient's physician repositioned the lead and the patient was reportedly doing fine.